Event description:
It was reported that the patient presented with c5 and c6 right-sided radiculopathy, posterior displacement of c4-5 strut, partial collapse of c5 vertebral body, and failure of instrumentation. The patient underwent anterior hardware removal, strut removal c4-5 and c5-7, c5 corpectomy, c4-c7 anterior cervical fibular strut filled with local bone, allomatrix and rhbmp-2/acs, c4-7 anterior cervical plating (59mm ant-cer anterior cervical dynamic plate). CT and x-rays demonstrated good position of the hardware prior to discharge. Several days later, the patient noted an increasing arm and neck pain, and presented to the ER. ER did not order any films, patient refused to transfer to physician's office for evaluation. At 8 days post-op, radiographic films indicated potential fracture of the c4 vertebral body, with downward pistoning and kicking out of the graft destroying c7. At 9 days post-op, the patient underwent a 2 stage procedure (anterior - posterior) to treat hardware failure, strut graft kick-out, c7 and c4 vertebral body fracture, fracture of the c3 vertebral body into the foramen transversarium, and vertebral artery injury. The first stage of the procedure was an anterior approach. The procedure consisted of c3, c4, and c7 corpectomy, removal of previous implants, repair of right-sided vertebral body at c3-4, c3-t1 anterior fusion using msd titanium mesh cage with local bone and rhbmp-2/acs, and c3-t1 anterior segmental cervical plating. The second stage consisted of c3-t2 lateral mass and pedicle screw fixation, bilateral mass and t1-t2 pedicle screw fixation, posterolateral onlay arthrodesis, c3-t2, bilateral t1 and t2 laminotomies. The patient's post-operative course included physical therapy to both arms, where the patient continues to be weak. Patient was fitted for a brace that encircled her whole chest along with a neck brace. Psychiatry was consulted to see if the degree of damage that was found upon reoperation had anything to do with her family life. Patient transferred to a rehabilitation center because of bilateral arm weakness upon discharge 12 days after surgery. Prognosis is good. At 76 days after the revision surgery, the patient underwent evaluation at a rehab facility which found that she was having pain, decreased strength in her upper extremities, and decreased shoulder range of motion.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.